Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that after battery replacement a device interrogation occurred on "(B)(6) 2017" in which it was found that there were high impedances on both channels. As a result the device was explanted/replaced on "(B)(6) 2017," which was later updated to say that the device was repositioned on that date with it still remaining in patient. The dates given and device disposition in the source information were unclear and contradictory . The etiology was listed as related to the device or therapy and related to the implant procedure. The event caused an in-patient or prolonged hospitalization which resulted in medical or surgical intervention to prevent life threatening illness or permanent impairment, and resolved without sequelae as of (B)(6) 2017. There were no related patient symptoms, and no further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2012, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the ins was replaced due to normal depletion, with the extension re-positioned on (B)(6) 2014. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient's ins was replaced due to normal depletion on (B)(6) 2018. After the ins replacement, on (B)(6), high impedance was measured. The actual impedance values are unknown. The high impedance was also stated to be found on (B)(6) 2017 which contradicts the more likely event date of (B)(6) 2018. On (B)(6) the patient's system was revised. The device was repositioned, the extensions were cleaned, impedance was checked and found to be normal, and the extensions were reconnected to the ins. All of the impedance measurements were normal, except contact 8 remained high at 30353 ohms. The device disposition was updated to: not applicable.